Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed

Event description:
It was reported that it was difficult to inflate during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution could be seen going directly into the drainage lumen and very little solution making it into the balloon. This indicated that there was lumen to lumen leakage. This failed to meet specifications, which stated "leaks between lumens are not allowed." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator spins the inflation pin when loading and unloading the piece. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that it was difficult to inflate during pretest.